Event description:
Image quality of our x-ray machine was very fuzzy and could not see the catheter while flouring. Due to the image quality, we had to use higher dose of radiation, which it causes the anode inside the machine to overheat. After the overheating of the machine, it would not allowed us to use the x-ray. Procedure was completed. No harm to the patient.